Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, distal conductor distorted, defib conductor distorted, several conductors distorted, outer insulation torn, and blood was noted on helix mechanism, helix mechanism (sleeve head), and distal conductor (not obstructed); the analyst noted that the lead was received with the helix over-retracted and the distal conductor distorted within the connector; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the lead was tested on the sterile table prior to implant and the screw deployed successfully. Once implanted in the body, the deployment of the screw could not be verified on fluoro and impedance was extremely high. When removed from the body, the screw would not deploy even after 20-30 turns were applied. The lead was not used. No patient complications have been reported as a result of this event.